Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient experienced persistent hyperglycemia while using an omnipod 5 system. The controller did not receive or display dexcom sensor values, while sensor readings were visible in the dexcom mobile application. As a result, automated insulin delivery was unavailable. The patient experienced feeling sleepy, vomiting, weight loss, ketones, and elevated blood glucose values displayed as ¿hi¿ on the controller. The patient presented for medical evaluation and was diagnosed with diabetic ketoacidosis. Medical assistance was required, and insulin was administered to address ketones. The patient was monitored and discharged the same day. The patient was advised to discontinue use of the affected controller and resume insulin injections while awaiting a replacement controller.